Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated during the implant procedure. Boston scientific technical services (ts) discussed potential remote frequency connection difficulties and discussed rebooting the programmer and trying again. The programmer was rebooted and a successful interrogation was then able to be performed. No adverse patient effects were reported. This product remains in service.